Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7084091. Product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial:(B)(6). Batch: 588183.

Event description:
It was reported that the patient had fluid drained out of the midline incision.